Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for complex reg. Pain syndrome type I and spinal pain. Information was reported that the patient indicates that their device is non-functional and patient is thinking about getting the system taken out. No further complications were reported. No patient symptoms were reported.